Manufacturer narrative:
E1: initial reporter address: (B)(6) . E1: initial reporter facility name: (B)(6). E1: initial reporter city: ¿¿. E1: initial reporter state: ¿¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set under infused medication during patient infusion. The expected flow rate was 10ml/h for 24 hours; however, the device delivered only 100ml to the patient during the therapy time. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: march 2022. H10: the actual device was not available; however, retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional gravity and leak testing was performed on the retention samples with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.